Manufacturer narrative:
An abbott vascular medical affairs expert reviewed the details of the case and concluded: the information gleaned from the complaint reported that there was an up and over sheath placed on the contralateral side. From that description, if the supera stent was deployed via the antegrade site as reported, it could not have caused the perforation. The likely cause of death was the procedural complication of attempting to remove the jailed wire via the contralateral access site; most likely the non-abbott sheath perforated the aorto-iliac bifurcation during these attempts.h6: medical device problem code 2993 - removed.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of perforation, death and surgical procedure are listed in the supera instructions for use (IFU) as known potential patient effects associated with the use of the device. As it was reported that the supera stent was deployed over a previously advanced guide wire, causing the guide wire to become jailed between the stent and vessel wall, it should be noted that the supera IFU instructs to advance the catheter over the guide wire through the introducer sheath while controlling the guide wire. In this case, it was noted that there was no issue with the supera device, and the difficulty was the result of technique failure and not noticing to remove the guide wire before deploying the stent. Based on the case information, the cause for the reported patient effects appear to be user related and there was no reported device malfunction associated with the supera self-expanding stent system (sess). The surgical procedure was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a guidewire was positioned in the artery and using the retrograde approach, a 5.5x200mm supera stent was advanced and implanted in the calcified and occluded superficial femoral artery to popliteal artery, jailing the guidewire. Upon removal of the guide wire, a perforation occurred at the aortic bifurcation. The perforation was successfully repaired; however, the next day, the patient expired. No additional information was provided.